Event description:
On (B)(6) 2012, a nurse contacted lifescan (lfs) alleging the patient was unable to check his blood glucose with his onetouch ultra2 meter due to it not powering on. The medical surveillance specialist (mss) spoke with the reporter on (B)(6) 2012 and obtained the following information. The nurse did not know when the alleged issue began but states per the patient he had not tested in about two months. She stated the patient was managing his diabetes with oral medications (unknown type/dose) prior to the alleged issue and she did not know whether he made any changes to his usual diabetes management routine as a result of the alleged issue. Approximately 5 weeks later, the patient was seen at home by a visiting nurse and she checked his blood glucose on an unknown hcp meter and reported it as being "high" the result is not known. The nurse administered novolin r insulin to the patient (unknown dose) and directed him to the assisted care facility where he is currently receiving care. It is not clear if the patient was exhibiting any symptoms and the nurse stated he also recently suffered a stroke. She stated the patient has been put on lantus insulin 2x per day as part of his usual diabetes management routine. The reporter had no other details regarding this complaint. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The correct test strips were being used. Based on the meter's use and age of the battery, a replacement battery was not yet due. The issue remained unresolved after troubleshooting and replacement products were sent to the patient. This complaint is being reported because the patient reportedly was unable to test his blood glucose due to the reported issue and required medical intervention for hyperglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on 04/05/2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a processor failure. A secondary issue was also found where the meter's battery was low/dead. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k053529.